Event description:
The reporter stated that the surgeon was inserting a three piece silcone lens model aq1016v in the patient's eye and the lens came out the side of the cartridge and the lens was tory. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. The reporter stated the lens was loaded incorrectly.

Manufacturer narrative:
Evaluation code: results: 100(other) - a visual inspection of the returned product shows one haptic is torn. There is clear surgical residue on the lens. Claim: 408945.